Event description:
It was reported the device was used during a gastrectomy (total) procedure. It was reported by the affiliate that the staples were malformed. The pt was bleeding. Therefore the surgeon used over stitches and completed the case without problems. There was no pt consequence.